Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was keeps rebooting on its own. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system kept rebooting on its own. A field service engineer found pyxis bus cable was checked across all drawers in both the main and auxiliary units. Debris was cleaned from the back of the station. The bus cables for the auxiliary and remote manager were replaced, as it had been pushed against the wall and showed significant hard bends. The system functioned as intended after the field service engineer repaired the device.